Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown wound closure procedure in 2018 and a suture was used. During surgery, while performing toilet and suturing the suture snapped by itself after the first pass. A replacement was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/04/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. A dispensed needle-suture in two section was returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined and an end of the suture was cut and were matched with the extreme of the needle/suture piece. A functional test was performed and the tensile force were above the minimum requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample.